Manufacturer narrative:
Outcomes attributed to ae: added "required intervention to prevent permanent impairment/damage (devices)" for correction. The device history record (DHR) could not be performed as the lot number was not provided. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information provided by the customer indicated that no anomalies noted to the device prior to use and the product was prepared as per dfu. Also, continuous flush was maintained. Based on the information currently available the exact cause for the reported main coil migration cannot be determined. However, the reported patient stroke is one of the known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient stroke.

Event description:
It was reported during coil embolization procedure, the first implanted coil (subject device) migrated. The physician attempted to deploy a second coil into the aneurysm, however, the coil prematurely deployed inside the microcatheter. The patient was reported to have suffered a stroke and the aneurysm had to be re-embolized. Hence, the physician elected not to re-catheterize to avoid impact on the previously implanted coil. No further information was provided.

Manufacturer narrative:
This is 2 of the 2 reports. The device is not available to the manufacturer.

Event description:
It was reported during coil embolization procedure, the first implanted coil (subject device) migrated. The physician attempted to deploy a second coil into the aneurysm, however, the coil prematurely deployed inside the microcatheter. The patient was reported to have suffered a stroke and the aneurysm had to be re-embolized. Hence, the physician elected not to re-catheterize to avoid impact on the previously implanted coil. No further information was provided.